Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the use of the gia stapler, staple line leakage of contents being held by the tissue were identified post-operatively. The gia stapler was used during the procedure to close the colon after the anvil for the circular stapler was placed. After a small colotomy was created in the proximal colon, the gia stapler was used to close the colon. The sharp end of the anvil was then passed through the staple line in an attempt to create a triple stapled anastomosis. The gia stapler played a critical role in ensuring the proper closure of the bowel before the circular stapler was used to complete the anastomosis. The patient required extended hospitalization from october 1 through november 14, 2025 and was admitted to the intensive care unit. Additional surgeries were required, resulting in a total of four procedures.